Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 20350e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite low sorbing extension set had foreign matter the following information was received by the initial reporter with the following verbatim. Filter set with what appears to be black debris in the filter.